Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis exposure, rupture; bilateral breast pain. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction procedure with a mentor memorygel breast implant 400cc gel breast prosthesis (left device) and an unspecified mentor gel breast prosthesis (right device) when the left breast prosthesis ruptured post implantation. Rupture was diagnosed via MRI. Additionally, it was reported that the left breast prosthesis was exposed. Lastly, it was reported that the patient developed severe pain in both of her breasts. As a result, the patient underwent explantation of the left breast prosthesis with no replacement device on (B)(6) 2021. The patient is scheduled to undergo explantation of the right breast prosthesis with no replacement device on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.